Manufacturer narrative:
E1: initial reporter first name: franklin leonardob3: date of event: used first day of the month since it was noted provided.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary vessel. The lesion had significant neointimal growth and the presence of two layers of stent struts in certain segments. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was prepped properly according to the direction for use (dfu) and inflated to nominal pressure. After multiple balloon inflations throughout the lesion, the balloon ruptured at 12 atmospheres after the it was inflated 2-3 times and the balloon was removed and replaced by a competitive product. There were no patient complications reported.